Manufacturer narrative:
(B)(4). A service history revealed that the device has not been previously serviced by baxter for the reported condition. The root cause for this issue is currently being investigated through (B)(4).

Manufacturer narrative:
(B)(4). Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (b)^() 2011. The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. It is unknown when or where the reported condition occurred. There was no report of patient involvement, injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 808:02 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.